Event description:
It was reported that the patient was hospitalized for two days due to an initial pocket infection. During the hospitalization the device was repositioned and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.